Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'constant upstream occlusion' which was unable to be recreated during evaluation. A review of the event history log identified multiple 'upstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification lower ultrasonic sensor reading. The ultrasonic sensor was replaced after component could not be calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant upstream occlusion when there was no occlusion present. Despite the displacement and changed of the position of the tubing, the pump sounds continuously with the same alarm. The medication was nimbex (curare) but it was not administered, the pump was removed and changed to new one. There was no patient injury or medical intervention associated with this event. No additional information is available.